Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics passed mics status check and rio set up. During the first cut it kept losing power. The caution at the bottom said ¿cable connection error¿ and would sometimes get power and then sometimes not. It eventually stopped working all together and we had to bail to manual. We have 5 powers on site. One broke last week and two broke today, luckily the one from last week arrived today so we have managed but this is not good. Per the mps, both mics handpieces broke during the tka case that he is referencing in this event pr# (B)(4). Case type: tka. Surgical delay =15 minutes.

Manufacturer narrative:
Reported event: it was reported that mics did not work. Product evaluation and results: visual inspection: visual inspection revealed no physical damage of unit. Dimensional inspection: dimensional inspection was not completed. Reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece was tested in the handpiece test (qip0243) and failed. The motor did not spin during the test. Screenshot is attached. Product history review: review of the device history records indicate 25 devices were manufactured under lot no k08u3 and accepted into final stock on 12/21/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to parts in lot number k08u3, p/n 209063 shows 02 complaint(s) related to the failure in this investigation. Complaint (B)(4). Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc1414517 and CAPA 1450904.

Event description:
Mics passed mics status check and rio set up. During the first cut it kept losing power. The caution at the bottom said ¿cable connection error¿ and would sometimes get power and then sometimes not. It eventually stopped working all together and we had to bail to manual. We have 5 powers on site. 1 broke last week and two broke today, luckily the one from last week arrived today so we have managed but this is not good. Per the mps, both mics handpieces broke during the tka case that he is referencing in this event (B)(4). Case type: tka. Surgical delay =15 minutes.